Event description:
Customer reported she received a no delivery alarm. Customer stated that the cannula on the infusion set was bent over and not inserted into the skin. Customer was unable to troubleshoot as it is a past event. Blood glucose value was over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.